Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
Caller reportedly received the following results on an compact meter, compared to a professional meter, within 10 minutes: 127 mg/dl (compact) and 47 mg/dl (emt's meter). No adverse event was reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.